Event description:
It was initially reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during a stomach biopsy procedure performed on (B)(6), 2010. According to the complainant, while testing the device, resistance was felt at the handle when opening and closing the jaws. During the procedure, the device was advanced down the scope and a biopsy sample was taken. While removing the device from the scope, severe resistance was felt and the operator was unable to retract the device. The scope and forceps were removed in tandem and the forceps catheter was cut for the device to be removed from the scope. The procedure was completed with another radial jaw 4 single use biopsy forceps standard capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; clevis arms bent.

Event description:
Caller states patient tested 3.8 inr and 2.2 inr on the coaguchek xs system. After testing 3.8 inr the patient was advised to hold his coumadin dose. No adverse event reported. Requested return of suspect system and replacement was sent.